Event description:
Tortuosity present in the iliac arteries resulted in the presence of a noted impingement upon the inner lumen of the contralateral iliac leg graft. Another MFR's stent was deployed within the leg graft to provide additional support at the site of the flow restriction. Final angiogram viewed good flow through the graft and a decrease in the severity of the vessel angle. No endoleaks were viewed during the final angiogram.